Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins battery depleted one and a half years after implant and was showing eri. This was considered a fast depletion for the patient. In addition, there were low impedances. No factors were known to have led or contributed to the issue. No diagnostics/troubleshooting was performed. No actions/interventions were taken. The issue remained unresolved at the time of the report. (B)(6) 2020 (for, hcp, rep): additional information was received indicating there was an allegation of early/premature battery depletion. The settings were identified as double monopolar contact 1 and 2, 2.3 v 60 us, 180 hz. A replacement has not yet been planned. No further complications were reported.